Event description:
During the premature atrial contraction procedure, the contact force could not be zeroed and ensite display was in magenta, the status light of the tactisys was also lit in red. The catheter was replaced to resolve the issue and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. Product #1 pi main [pi-2022-0035380-01]. The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.